Event description:
The surgeon was cauterizing tissue and when the tip was lifted, they noticed it was on fire. No patient or staff injury occurred and the fire was immediately extinguished. There have been numerous surgeon complaints about the new ft10 electrosurgery generators. The new generator produces more sparking and is "hotter" than the old models for a given power setting. Sparking can cause tissue build up on the tip to ignite during use. Users also state there is more tendency to spark to nearby instruments. Generator was tested by clinical engineering and the power output was found to be within manufacturer specifications. Analysis of the new ft10 against the older triad model indicates that while the power output is the same for a given setting, the waveform of the output is different and has significantly different tissue effect. Manufacturer response for electrosurgical unit, valleylab (per site reporter): manufacturer rep stated the new generator design is more efficient and can produce the desired tissue effect at a lower power setting than the older models. Users should use a lower power setting than they used with the old machine.